Event description:
Customer reported his adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer further reported that on (B)(6), 2014 he experienced "poor vision", "went to the bathroom" and had "head pain", which he believed was due to high blood sugar. Customer self-presented to a local hospital where he was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type and an insulin injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: during troubleshooting it was revealed the customer was using test strips that expired on july 31, 2014. All pertinent information available to abbott diabetes care has been submitted.